Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The device went through three different batteries throughout the past week due to the failed battery test issue. The patient's blood glucose at the time of incident is unknown. The alarm was cleared and the customer changed the battery; however, the display remained blank after the battery change. The insulin pump was not returned for analysis at this time.